Manufacturer narrative:
It was reported that the clinical study patient was treated with an unspecified medication/orthotics and was hospitalized due to a superficial wound infection. The associated legion cr oxinium femoral component, genesis ii resurfacting patellar component, genesis ii cemented tibial baseplate and genesis ii cr deep flexion insert were not returned for evaluation. Thus the product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of the manufacturing records for the femoral was not conducted as the batch number was not provided. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. The devices were sterilized according to sterilization release documentation from quality control. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the adverse event could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Without the return of the actual products involved and no patient medical records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the devices or additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that the patient was treated with an unspecified medication/orthotics and was hospitalized due to a superficial wound infection.